Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the tip of the vessel sealer extend (vse) instrument was observed to be melting. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and the complaint was not confirmed by failure analysis. There was no physical damage observed during visual inspection.